Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6.0x60x135 cm express ld iliac / biliary stent was selected for treatment. During device handling in prep, it was noted that the stent fell off from the balloon delivery system. The device never went inside the patient and the procedure was completed with another of the same device. No patient complications were reported.